Event description:
During preparation for use of the device for cardiopulmonary bypass, the user observed a message that the gas system required service. Manual control of the gas delivery remained available. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.